Event description:
Reported via clinical study. It was reported that the patient was hypotensive and was experiencing chest pain. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was hypotensive and had chest pain. The hypotension was resolved after giving the patient IV fluids and the chest pain was treated by giving the patient fentanyl. There were no other complications that were reported to have occurred.